Event description:
Pt had first pump infuse in 24 hours instead of 50 hours. She received a second pump which infused in 27 hours instead of 50 hours. Select-a-flow (saf) was confirmed secure and the fill volume was confirmed by the pharmacy to be 400ml. No adverse event reported. Date of event: unk. Anp: ask but not provided.

Manufacturer narrative:
No sample was received for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. As no lot number was provided, the device history record and lot history cannot be reviewed. It was reported that the pump was discarded. No determination can be made as to why the pump appeared to infuse quickly. If additional information pertinent to this complaint or the sample is received, the file will be reopened.